Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) would not pair with an ilet pump after a factory reset because the sensor-transmitter was already bonded to a separate receiver, preventing connection to the pump. No adverse clinical symptoms were reported. Outcomes included temporary interruption of glucose readings with no health impact. User support included technical troubleshooting and user education conducted by support, confirming the existing cgm-to-receiver pairing as the pairing conflict. Investigation of this case revealed that the dexcom g7 maintained an active bond with a nearby receiver, which blocked pairing with the ilet pump; the user was instructed to remove the receiver from proximity to allow exclusive pairing to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user environment and configuration, specifically a conflicting prior pairing to another device.